Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging an unknown error with the onetouch verio iq meter. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (06/13/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/30/2013 with the following findings: the error was not reproduced with the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.